Event description:
During routine testing of the device, the service tech reported the battery connector cable clip broke. The monitor was originally returned for failure to self test. Since the event occurred during routine testing of the device, there was no patient involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.